Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient removed the pump for wrestling practice and, upon placing it back on, experienced line-blocked alarms. The patient checked the tubing for kinks and bends, and none were found. The patient attempted to resume therapy with the current cassette, but the alarm persisted. The patient then changed the infusion set, filled the cannula, and therapy was successfully restored, with no recurrence of the alarm. There was patient involvement, with no patient harm.